Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomosis. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon first inflation at 4 atmospheres for 60 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).